Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The reported complaint was confirmed and replicated. The universal surgical manipulator (usm) was tested on an in-house system and error 31226 was triggered. The unit was also tested on the patient side cart fixture test platform (pftp) and failed sine cycle. A gold rolling loop was installed and the unit passed. The original was returned and the unit failed. Upon further investigation, there was no fluid intrusion or physical damage. The complaint was confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) ventral hernia surgical procedure, universal surgical manipulator (usm) 1 became disabled. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the site reboot the system and the fault was cleared. The tse advised that the fault was likely to return. Isi received the following additional information via follow up: usm 1 presented no issues during procedure set up. Usm 1 faulted during the case. It was believed that the surgeon pressed the recover button and continued with the procedure. It was not until the system was being stowed that the reporter noticed that usm 1 would not move unless the white button was pressed. The system was rebooted after speaking with the tse, and the issue was resolved. The procedure was completed robotically. The surgeon experienced no further issues during the case.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce the error. Fse replaced the universal surgical manipulator (usm) 1 during preventative maintenance (pm). The unit passed the test drive and electrical safety test. The system was tested and verified as ready for use. Isi has received the usm associated with this event, but the failure analysis testing has not yet been completed as of the date of this report. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.